Event description:
It was reported that the endoplege coronary sinus catheter balloon deflated coming out of the box. The customer noticed balloon leak while they wre prepping the catheter before the patient entered the room.

Manufacturer narrative:
Evaluation results: (B)(6) 2010-water was introduced into the balloon and the balloon will not hold volume. Colored water was introduced into the balloon and there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually there is a subtle kink in the bellows however this kink does not affect the way the device functions. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of post-sterile test data demonstrates that it requires an inflation volume of 34ml. Minimum to cause balloon joint to delaminate. A DHR review was performed and this device passed all inspections with no nonconformances. Root cause of the event could not be determined. No corrective action is applicable at this time; however, we will continue to monitor trends on a monthly basis and if further action is required, appropriate investigation will be performed.